Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72) and a balloon guide catheter. During the procedure, the physician advanced the red72 using the balloon guide catheter to the petrous segment of the internal carotid artery (ica). While attempting to advance the red72 further distally, it became stuck and could not be advanced further. Upon attempting to retract the red72, the physician fractured the red72 at the mid-shaft. The physician then used a snare device to successfully retrieve the distal fractured segment of the red72. The procedure was completed using another catheter. There was no report of an adverse effect to the patient. The exact event date is unknown.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72) and a balloon guide catheter. During the procedure, the physician advanced the red72 using the balloon guide catheter to the petrous segment of the internal carotid artery (ica). While attempting to advance the red72 further, it became stuck and could not be advanced further. Upon attempting to retract the red72, the physician fractured the red72 at the mid-shaft. The physician then used a snare device to successfully retrieve the distal fractured red72 segment. The procedure was completed using another catheter. There was no report of an adverse effect to the patient. The exact event date is unknown.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2025-00371: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned penumbra system red 72 reperfusion catheter (red72) confirmed that the catheter was fractured and revealed stretching near the fractured location. If the red72 is retracted against resistance, damage such as stretching and subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed kinks and ovalization on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.